Event description:
The recipient reportedly had insufficient benefit with the device since initial activation. The doctor suspected that the floating mass transducer (fmt) had not made sufficient contact with the round window since the time of activation and had been considering performing the explantation surgery over a long period. The recipient has been re-implanted with a bone conduction implant.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device malfunction which can explain the reported limited benefit with the device or is expected to have been present prior to explantation. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the recipient report the device was found to be functional whilst implanted. The reported problems of insufficient auditory perception appear to be related to an insufficient device coupling to the round window, which occurred as a consequence of post-operative migration of the floating mass transducer (fmt). The recipient has been re-implanted with a bone conduction implant. This is a final report.

Event description:
The recipient reportedly had limited benefit from the device since initial activation. The surgeon suspected that the floating mass transducer (fmt) may not have made adequate contact with the round window and had been considering explantation for an extended period. The recipient has been re-implanted with a bone conduction implant.